Event description:
It was reported that this patient underwent a revision procedure to due improved ejection fraction, severe tricuspid regurgitation and no capture in the right ventricle (rv). A left ventricular (lv) lead was implanted and was placed in the rv port and positioned in the middle cardiac vein. This lead will be used just for sensing as no capture could be obtained at maximum device outputs. Therefore, this system cannot be programmed to wi configuration. A boston scientific technical services consultant documented the clinical observations and programming information and informed the representative that the configuration of this system is considered off label. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)